Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported that there was an error code 15 displayed on the console and the handpiece stalled. There was also distortion in image while powering on the console at the start. The handpiece heated at high temperature. There was no patient involvement.